Event description:
It was reported that this inflatable penile prosthesis (ipp) would not inflate, and fluid loss was reported. During evaluation, a hole was identified, and the system was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.